Manufacturer narrative:
Follow-up #1 date of submission 01/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: a review of the black box data showed no activity related to the complaint. The pump settings confirmed that the insulin on board (iob) was set to four hours. During testing, boluses were performed. These boluses were correctly reflected in the iob. The complaint was not duplicated or verified during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. There was allegedly an unspecified issue with the insulin on board calculation. During troubleshooting, the pump was found to subtract the insulin on board calculation correctly. This complaint is being reported because the patient lost confidence in the pump. There was no indication that the product caused or contributed to an adverse event.